Event description:
Refrence number (B)(4) event occurred in spain it was reported that the patient experienced adhesive failure in which the infusion set tape did not stick on (B)(6)nv. The patient reported that heat contributed to the poor adhesion. The affected infusion set was replaced and insulin delivery continued successfully. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: spain request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.